Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported from a (B)(4) transmission that there were low atrial sensing, and high atrial impedance measurements, an numerous atrial noise reversion episodes. Oversensing of high voltage lead impedance measurements was suspected. The device was reprogrammed but the issue continued. No further information is available.